Event description:
Ihealth covid-19 antigen rapid test at-home self-test kit missing package of swabs in kit. Unable to use kit for at-home testing. Lot number is: 213co21228. Gtin is: (B)(4). Model is: ico-3000. FDA safety report ID# (B)(4).